Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 8atm, 10atm and 10atm respectively and each within 1 minute. However, it was noted that the balloon ruptured at third inflation. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications and the patient was good after the procedure.